Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305u25 tissue valve, implanted (B)(6) 2010; 680r30 heart ring, implanted (B)(6) 2010. (B)(4).